Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing excessive back pain and was admitted to the emergency room. A CT scan was performed and showed that the patient had a spinal fusion and there was a potential fracture in the lumbar region. It was determined that the pump was not the source of the pain. On (B)(6) 2015, a reservoir volume higher than expected in the pump was observed during a pre-MRI drug removal procedure. After the MRI, the pump was not refilled and the therapy was discontinued until further notice.